Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2010. It has been reported a surgical intervention was undertaken to explant and replace the patient's ipg due to the patient experiencing intermittent stimulation. The explanted product has been retained by the facility. No further patient complications were reported.